Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4) is related to pli 20, the lead. (B)(4) is related to pli 10, the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts 3806015 (con): information was received from a patient regarding their implantable neurostimulator (ins). It was reported the patient quit using the implant because it made their pain worse, to the point where it was no longer helping the patient. The patient was in the hospital last month (B)(6) 2018) because the pain in their head was so brutal. They went to have the leads checked out in their neck. They would like to get the device removed and asked how to do that. No further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product information and therapy updated. If information is provided in the future, a supplemental report will be issued.